Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 8/10/2017 with the following results. Reboots were observed in the black box download. Battery compartment is cracked above and below the bumper pad. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. Battery cap contact height and width found within specification. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised 24 hours with test cap with no further power issues occurring. The bolus button is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.